Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, specifically striking bone or using excessive force to pass the needle. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an open rotator cuff repair surgery with graft jacket the surgeon used ultrabraid suture and the scorpion needle to fix the graft jacket into the defect. During the procedure tip of the needle sheared off which the surgeon recognized straight away but he was unable to locate the missing tip. No further information received.